Manufacturer narrative:
The product is not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. This is one of two products involved with the adverse event in which associated manufacturer report numbers are 9616099-2009-01310. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via an affiliate, a patient was enrolled in the study. Angiography revealed that the right common to internal carotid artery was 70% stenosed with mild calcification and no vessel tortuosity. Medical history was not reported, but the patient experienced "neurological symptoms" prior to the procedure. An angioguard xp with a 5mm basket was deployed beyond the lesion and the lesion was pre-dilated with a 4mm balloon (brand unk). A 9.0 x 40mm precise stent was implanted at the target lesion and the stent was post-dilated with a 4mm balloon at 14mm. During the procedure, the patient developed a stroke with the symptom of paralysis on the left side of the body. Argatroban hydrate and edaravone were administered. A cerebral infarct on the ipsilateral side was confirmed by MRI following the procedure. His blood pressure prior to the procedure was 132/84 and post-procedure was 96/55. On the same day, after the cas procedure, the patient developed hypotension and bradycardia. Noradrenaline and dopamine hydrochloride were administered and he recovered 5 days later. The patient continues to have paralysis, but his symptoms are improving. After approximately 12 days of hospitalization, the patient was discharged from the hospital. According to the physician, the hypotension and bradycardia likely occurred due to carotid sinus reflex by the stent placement, and the stroke may have been caused by debris going through the filter basket while the stent was being placed.